Event description:
The customer reported to philips healthcare that the ac main connector on the heartstart xl was loose. There was no negative patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.